Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user keeps getting an unable to proceed alert when filing the tubing. They have already changed supplies once. The user was advised to try another supply change. There was no report of any end-user harm or adverse event associated with this report.